Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a manufacturer's representative via service request/email regarding a (B)(6) male patient receiving an unknown medication via an implanted infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 the manufacturer's representative stated that the implanted system was removed due to infection. The date of onset of the infection, drug in the pump, other medications being taken by the patient at the time of the event, pertinent medical history, and patient outcome were not reported; follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.